Manufacturer narrative:
The device was not returned to the manufacturer as it was discarded by the surgeon. A follow up medwatch will be submitted once the device has been returned and the investigation is complete."

Event description:
It was reported that the patient was experiencing loosening and pain. During the second revision surgery and while explantation of femoral component, the palacos r+g appeared mushy like toothpaste. The tibia cement was fine and both came from the same batch. No infection was present. Additional clinical follow up with the customer indicated that the patient had undergone a primary knee procedure in 2010 which was completed by a different surgeon. The patient developed a post-operative infection within the first 30 days and required a total system excavation of bone defects. The patient was medically treated with antibiotic inserts prior to revision procedure completed using the palacos r+g cement indicated in this report.